Event description:
The customer stated an architect i1000sr analyzer generated (B)(6) result for one patient sample. The architect generated (B)(6). The sample was repeated using espline methodology and (B)(6) result was obtained. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag, ln 6c36, that has two similar products distributed in the us, architect hbsag, ln 01l80 and architect hbsag, ln 04p53. (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated they sent the patient sample to a reference laboratory for additional testing. The results show that the sample was identified as (B)(6) at the reference laboratory. The external laboratory confirmed the customer's original architect hbsag (B)(6) result. Tracking and trending identified no adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.